Manufacturer narrative:
The investigation for the reported thrombus, renal failure, and hemolysis has been completed. Data logs were reviewed which showed about 7.5 hours into support, motor current spike greater than 1400 ma observed with no change in p-level and followed by drop in flows. No other issue was observed. The impella was returned for evaluation and upon visual inspection, found biomaterial in the outflow cage of rp pump. No other issues were found on the rest of the pump. Pump was conducted for hemolysis test to observe if any defect was found on the pump. Pump passed hemolysis test as test value was in specification. The root cause of hemolysis and thrombus was due to biomaterial ingestion likely from patient condition per return product investigation and log reviewthe root cause of renal failure was unable to be determined as limited clinical details were provided and no issue was found on the pump. The instructions for use referenced in the initial report is for the impella rp smart assist system with automated impella controller in the following sections: section: potential adverse events (united states), which includes the statement "cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. Section: hemolysis. Section: suction added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
Section b5, g2 and h6 were updated as per additional information received.

Event description:
Additional information received on 05/20/2024 via abiomed¿s long-term outcome and quality indicator impella registry regarding the patient that endured acute renal insufficiency with a " possible " relationship to the impella device used. Change in urine color (darkened, appeared blood tinged) two days post-op. Suspect secondary to impella. Gave additional fluid, repositioned device, and decreased p level. Urine starting to clear later that afternoon, but ongoing aki and oliguria¿. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation into the hemolysis and thrombus issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found biomaterial in the outflow cage of rp pump. The root cause of hemolysis was due to biomaterial ingestion per return product investigation and log review.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 17-year-old female with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. While on support, the patient was experiencing hemolysis. The impella flows were reduced, volume given, pump reposition, and one unit of red blood cells was given. There was not much improvement. The pump was removed, and a large clot noted in the outlet cage of the impella rp. The patient is stable.